Event description:
It was reported that after the pump was implanted, perfusion problems developed with one of the catheter sites. The pt complained of nausea and vomiting. It was determined that one of the sideport septums was dislodged. The pump was explanted and another pump was implanted. There were no further complications.